Event description:
During a follow-up call for a draining slowly message received during treatment utilizing the liberty select cycler on (B)(6) 2023, this peritoneal dialysis (pd) patient reported going to the hospital the following day to complete treatment. Additionally, the patient reported receiving heparin multiple times as a pd catheter obstruction was suspected. The patient then reported the physician and pd nurse showed concern for peritonitis, but nothing had been confirmed. The patient was scheduled to go into the clinic for an x-ray and pd catheter manipulation. The patient then reported symptoms of abdominal pain and pain upon breathing. Additional information was obtained through follow-up with the patient¿s pd nurse. It was confirmed the patient went to the hospital to complete a treatment on (B)(6) 2023; however, was not admitted. On (B)(6) 2023 the patient came to the pd clinic for a scheduled pd catheter manipulation. The patient was diagnosed with peritonitis during that visit. No additional symptoms were provided. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy (drug, dose, route, frequency, and duration not provided). Initial culture results were positive for gram-positive cocci. The final results were pending. The patient continues to complete pd therapy utilizing the liberty select cycler during recovery. The patient has not been hospitalized for this event. The cause of the peritonitis is unknown. No further information was provided.